Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the imbedded patient room monitoring alarms not working. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips technical consultant (ptc) evaluated the device and confirmed that the reported event was caused by a database issue with the unit that caused a crash in the service. The ptc deleted and rebuilt the ICU institution unit to resolve the issue. The device was operational after repairs were completed and the device remains with the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.